Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9099930 medical device expiration date: 2024-04-30 device manufacture date: 2019-04-09 medical device lot #: 9113867 medical device expiration date: 2024-05-31 device manufacture date: 2019-06-11 investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with these packaged lots concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
Material no.: 320122 batch no.: 9099930, 9113867. It was reported that during the use of the bd ultra fine¿ pen needles the pen needles stop during injection. The following information was provided by the initial reporter: the consumer is finding pen needles on both pens stop during injection. Consumer stated he showed his pharmacist needle clogged on pen. Pharmacy removed clogged pen needle and replaced with new pen needle. The new pen needle worked for this consumers injection.